Event description:
It was reported that the patient¿s device had migrated ¿more laterally¿. It was also noted the patient would sometimes get electric shocks in their hands, arms, and feet. It was later indicated that there were no therapy issues. Additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer report number #3004209178-2013-14573. The patient has two systems and it was unclear if some of the reported issues pertained to one of both of the devices.

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v062134, implanted: (b)(60 2007, product type lead. (B)(4).